Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that their insulin pump had a no delivery alarm. The customer's blood glucose level was 5.4 mmol/l at the time of the incident. Troubleshooting was provided. The customer stated that the no delivery alarm kept occurring. The customer also reported that they tried all remedies but the no delivery alarm kept occurring. The insulin pump will be returned for analysis.